Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product.

Event description:
It was reported that the user created an electron plan in (B)(6) and then recalculated the plan. The user noticed that there was a 10% difference between the two plans with the same exact set-up. Based on the available information, there was no report of mistreatment.